Event description:
It was reported that the handpiece began overheating during a hand surgery. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
Based on the investigation details, the failure was most likely caused by excess corrosion and debris (un-rinsed detergent residue, saline, and other chemicals) identified in the attachment. If there is a build-up of this type of debris in an attachment it may start to corrode the components, including the bearings, and then not work properly. There would not be any surgical debris left in the device if cleaned as per the instructions for use (IFU). After a review of complaint records, there have been no reported incidents of infection resulting from the corrosion or debris found in this attachment. The IFU recommends the correct cleaning and sterilization methods for the handpiece, as, any attachments. Proper cleaning and sterilization methods would address the potential for any cross contamination. Service repaired and returned the device to the customer.